Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the ilet wake/sleep button became unresponsive, preventing the user from waking the device to announce meals and resulting in temporary reliance on a charging pad to operate the device. Symptoms included hyperglycemia, with blood glucose reportedly in the 200s for several hours after a missed lunch announcement. Outcomes included patient inconvenience and manual management of diabetes without on-pump meal announcements, with no reported alerts, alarms, or medical interventions. Investigation included complaint intake review, user troubleshooting and education, confirmation of serial number, and arrangements for replacement and return of the affected unit. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.